Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005, the patient presented with pre-op diagnosis: cervical spondylosis with foraminal stenosis. Left c5-6. The patient underwent anterior cervical diskectomy and fusion at c5-6 with bilateral foraminotomies and fusion with hydrosorb graft and bmp plus autologous bone dust and chips and anterior synthes plating c5-c6. There were no complications. Impression: stable/unremarkable intra-operative evoked potentials study. The patient underwent x-ray of chest 2 views. Impression: partial cleaning of lung infiltration at the bilateral perihilar areas. Central infiltrates. Correlate for interstitial edema. The patient underwent x-ray of lumbar spine 1 view. Impression: there has been an anterior interbody fusion and a plate bridges c5 and c6 which show good alignment. Tip of surgical instrument overlies the anterior edge of the c4-5 disc space. Post operatively patient sustained unspecified injuries due to rhbmp-2.